Event description:
The patient was enrolled in the champion af clinical study on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed thirty one (31) days later. It was reported that a stroke occurred. Procedure summary: implant transesophageal echocardiography (tee) assessment performed on (B)(6) 2021 revealed two left atrial appendage (laa) lobes with an ostium diameter of 18.0mm and length of 21.0mm. An laa closure procedure was performed, and a 20mm watchman flx laa closure device was implanted on (B)(6) 2021 with complete laa seal and deployed device diameter of 17.5mm. On the same day post procedure, the patient was discharged home on aspirin (81mg per day) and apixaban (10mg per day). Event summary: the patient was noted to have unsteadiness on their feet and in response, a brain magnetic resonance imaging (MRI) was ordered by the primary care physician. On (B)(6) 2023, MRI was performed, which revealed left posterior inferior cerebellar artery (pica) territory cerebellar infarct. At the time of the event, the patient was on aspirin (81mg per day). No action was taken in response to the stroke.

Event description:
The patient was enrolled in the champion af clinical study on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed thirty one (31) days later. It was reported that a stroke occurred. Procedure summary: implant transesophageal echocardiography (tee) assessment performed on (B)(6) 2021 revealed two left atrial appendage (laa) lobes with an ostium diameter of 18.0mm and length of 21.0mm. An laa closure procedure was performed, and a 20mm watchman flx laa closure device was implanted on (B)(6) 2021 with complete laa seal and deployed device diameter of 17.5mm. On the same day post procedure, the patient was discharged home on aspirin (81mg per day) and apixaban (10mg per day). Event summary: the patient was noted to have unsteadiness on their feet and in response, a brain magnetic resonance imaging (MRI) was ordered by the primary care physician. On (B)(6) 2023, MRI was performed, which revealed left posterior inferior cerebellar artery (pica) territory cerebellar infarct. At the time of the event, the patient was on aspirin (81mg per day). No action was taken in response to the stroke. It was further reported that on 07 december 2023, the event was considered to be resolved.